Event description:
As reported, during (laparoscopic cholecystectomy/a gastric bypass) procedure on (B)(6) 2022, a bard/davol hydrosurg irrigator was leaked solution from the bottom of the pump and it appeared to be rust from the battery compartment. As reported, the procedure was completed using the same device, no functional issues with the device and there was no reported patient injury or harm. The issue was discovered towards the end of the case.

Manufacturer narrative:
As reported, the bard/davol hydrosurg irrigator leaked irrigation fluid. The subject product was returned for evaluation. Visual evaluation of the sample finds corrosion on the batteries. Fluid passed beyond the lip seal of the motor mount and down the sides of the motor to the pc board and battery compartment. Rtv was identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event is confirmed and the root cause determined to be manufacturing related. Sample evaluated.